Manufacturer narrative:
Other, other text: additional information: d4 UDI is unknown. No product information has been provided to date.d5 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device had rust in the reservoir. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue was found to be rusty heater. The technician replaced the heater and enclosure.

Manufacturer narrative:
The device was returned for evaluation. The device was examined and this showed the device had rust in the fluid reservoir. The device required replacement of the heater and the fluid enclosure.

Event description:
It was reported the device showed rust at the fluid tank that could not be removed. No adverse effects reported.